Manufacturer narrative:
The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the device revealed that the device failed to meet specifications. The device passed visual examination but failed functional testing due to cell-under-voltage flag, which rendered the battery inoperable. A cell-under-voltage flag is triggered when a cell pair falls below a voltage threshold. Internal inspection of the battery revealed a lifted cell weld, which contributed to the cell-under-voltage flag. The most likely root cause of the reported event can be attributed to a lifted cell weld. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. The manufacturer is performing an internal investigation of lifted cell weld, which contributed to the cell-under-voltage flag.

Event description:
It was reported by a medical personnel that the patient's batteries had power consumption issue where the batteries were not charging. The batteries were replaced and there was no reported effect on the patient.